Event description:
Cord clamped with hemostat as per routine. When infant placed on warmer bed and was being dried hemostat slid off cord and infant was bleeding from cord. Dr clamped cord with hand until a cord clamp was replaced on cord. Approx 5 cc of blood loss. Staff reported clamp defective and failed to hold. It would not close completely. While cleaning clamp, post event, one prong broke off hemostat. Hemostat from ob pack, vaginal delivery.